Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer also reported the battery was only lasting for one day on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer also reported an unexpected restart alarm occurring on the insulin pump. The customer was advised they would be sent a replacement battery cap. Customer declined to return the product for analysis.